Event description:
During a hip revision, the handle of the small explant "cup cutter" broke. On the second set the screw wouldn't work. The surgeon then used curved osteotomes to finish cutting the acetabular cup. More bone was removed with the osteotomes than if the cup cutter was used, but this did not change the course of the surgery, nor cause any noticeable impact to the patient either now or in the future. FDA safety report ID # (B)(4).